Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling and avaulta plus were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy, retropubic suburethral mesh, and cystoscopy. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced erosion of distal l arm of post avaulta and product was excised without difficulty on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that the patient underwent a gynecological procedure to treat urethral hypermobility, symptomatic rectocele, and urinary stress incontinence on (B)(6) 2011 and a sling and avaulta plus were implanted.